Manufacturer narrative:
As a result of evaluating the subject device on june 30, 2016, the stent was broken around the side flap on the proximal portion, so the distal portion of the stent was not sent. The fractured section of the stent was a ductile failure. Therefore, based on the reported contents and the cases in the past, for the cause of the stent breakage, it is surmised that the side flap was strongly grasped by the snare, or the stent was withdrawn with excessive force under such difficult conditions as it was sticking in the stricture, so an unexpected strong tension was applied, leading to the stent breakage. Further, as checking the manufacturing record of the same lot for the subject device, nothing abnormal related to the reported event was detected on the dimensions and the external appearance, etc. There is the following description in the instruction manual. Retrieval of the stent before withdrawing the stent make sure under x-ray that the inserted part of the stent is free from kinks and[?]does not stick in the stricture. Withdrawing the stent forcibly, may cause parts of the stent to break off and[?]remain in the patient. In case parts of the stent do remain, implement the appropriate treatment under the[?]clinical judgement. When retrieving the stent from the pancreatic duct, grasp a part of the stent avoiding the vicinity of the side[?]hole or side flap as much as possible, and slowly withdraw it. When withdrawing the stent endoscopically with[?]an endotherapy instrument, do it slowly along the pancreatic duct, while checking the x-ray images. If a part[?]of the stent around the side hole or side flap is strongly grasped by a snare or grasping forceps, or the stent[?]is withdrawn with excessive force, the stent may break and leave debris in the pancreatic duct.

Event description:
On (B)(6) 2016, the doctor attempted to withdraw the pancreatic stent which was placed on (B)(6) 2016. To withdraw the stent, the doctor used the snare device and hooked it around the side flap of the stent, but it could not be withdrawn and was broken. A broken part remained in the pancreatic duct. The doctor discontinued the procedure. For the withdrawal of the remaining stent, it is under consideration.